Event description:
It was reported that during a shoulder stabilization surgery the tip of the quickpass lasso snapped off during use. The surgeon pulled the device out very easily and he was not too concerened as noted he was heavy handed with the device. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. The surgeon used another quickpass lasso which he already had opened (25 degrees). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.